Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. The customer stated that the settings was saved to audio and vibrate. Customer reported they did hear beeps when audio volume settings were saved. Customer reported they did not hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Pump error 63 alarm noted during self test and confirmed in insulin device history due to broken trace at pin 6 on u1 keypad assembly.